Manufacturer narrative:
The used company cartridge was returned with the opened company pouch, inadequate viscoelastic was observed in the cartridge. The cartridge nozzle was cracked top center. The tip was split with an aneurysm at the end of the split. The cartridge had evidence of placement into a handpiece. The used companycartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was found adhered to the open lens pouch. Viscoelastic was dried on the lens. Both haptics were folded in on the anterior surface, typical of being loaded into a cartridge. The lens was cleaned with klrp. No lens damage was observed. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified lens model/diopter was indicated. The handpiece and viscoelastic used were not provide. It is unknown if qualified products were used. Root cause: the used company cartridge and teh lens were returned. No lens damage was observed. The cartridge nozzle was cracked top center. The tip was split with an aneurysm at the end of the split. The root cause for the observed damage may be related to a failure to follow the IFU. Inadequate viscoelastic was observed in the cartridge. The damage on the top of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The IFU instructs to use viscoelastic, which has been allowed to come to the operating room temperature. Top coat dye stain testing was conducted with acceptable result. It is unknown if a qualified handpiece and viscoelastic were used. The IFU instructs: the alcon monarch¿ cartridges are qualified for use with compatible alcon monarch¿ handpieces for the surgical implantation of alcon qualified foldable iols. Alcon foldable iols are qualified for use with an alcon qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Split tips may occur due to: room temperature too cold/cold ovd, plunger advancement speed too fast, inadequate ovd placed in the cartridge, the IFU instructs to use the monarch¿ cartridge at operating room temperatures between 18° c (64° f) and 23° c (73° f). The IFU instructs to completely fill the cartridge with ovd (that has been allowed to come to room temperature) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The observed damage, may also occur if the lens and plunger are not in acceptable positions for advancement. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the cartridge scratched lens. Additional information has been received and stated that the during the procedure the cracked cartridge damaged the lens. The procedure was completed with new cartridge and new lens.